Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating that his insulin keeps alarming no delivery. Customer's blood glucose level is 146 mg/dl. Customer changed infusion set and reservoir and rewound the device, but it still alarms no delivery. The alarm occurs during manual prime. Customer was advised to disconnect from the device for trouble shooting. Insulin exited the tubing when manually pushed. When customer tried to run a manual prime, the device alarmed no delivery. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.